Manufacturer narrative:
All available information was investigated and the reported unintended movement of clip open during efaa could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The investigation was unable to determine a conclusive cause for the reported unintended movement of clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the leaflets. During initial deployment steps, after locking the clip, the clip opened to approximately 120 degrees. Troubleshooting was preformed unsuccessfully and the clip continued to open. The clip was removed from the patient and a replacement mitraclip was selected. The second mitraclip was advanced within the patient, during positioning the clip became caught in chordae. Troubleshooting was preformed successfully and the clip was removed from the chordae without any damage identified. The clip was place and successfully deployed. An additional mitraclip was then advanced to further reduce the mr, it was identified during grasping that the posterior gripper would not lower unless the device was locked. The clip was successfully implanted. During the procedure, a large circular hole in the posterior leaflet appeared. An additional, non-abbott, device was successfully implanted after significant troubleshooting. The patient was declared deceased. The cause of death was acidosis. The total sgc time was 3 hours 35 mins. The patient had been anesthetized for around 9+ hours. The documented cause of death was as follows. 1a acute severe mitral regurgitation complicating attempted mitral transcatheter edge to edge repair. 1b severe mitral regurgitation due to fibroelastic deficiency. 2 coronary heart disease, moderate left ventricular systolic dysfunction, essential thrombocytopaenia, type 2 diabetes, hypertension, atrial fibrillation.